Event description:
Procedure type: total mesorectal excision (tme) according to the reporter: dr. (B)(6) performed the robotic tme with the use of egia45axt and idrive ultra handle. Before the application, the scrub nurse carried out the testing with idrive. When the scrub nurse inserted the egia45axt to the idrive, they found that the green loading indicator light kept blinking even they had performed the open and close jaw procedures. Dr. (B)(6) suspected the reload with problem and decided not to apply on patient. They fired the loading outside the patient and that the loading head kept moving during the firing. And they opened a new egia45axt and loaded it to the same idrive handle, no problem was detected and could successfully apply on patient. Dr. (B)(6) concluded the problem came from the first reload but not from idrive, they returned the reload for investigation. How was it detected: preparation. No patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).